Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately six years post hip procedure, the patient underwent a left hip revision due to pain and instability. During the revision, there was tearing and atrophy of glutei, significant scarring, extensive synovium removed, and signs of previous metallosis. The stem was retained and all components revised. Attempts have been made and no further information has been provided.